Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot# 73f1900164, the samples were functionally inspected, and during the inspection issue reported broken was not observed in the current manufacturing process. The device history review for the product hemolok l clips 6/cart 84/box lot# 73e1800469 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect re ported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the boss of the clip broke during usage on the patient, which caused the surgery to take long time and the patient bled. Then it was replaced with a new one to complete the treatment. The operation was prolonged by about two minutes. Further information reported that the clip had been applied to the mesenteric of the appendix vessel when it broke. It was the third clip. The patient did not require a blood transfusion. It was reported that the broken clip did not cause the bleed.